Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing leaked from the upper fitment during a taxotere infusion. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection revealed no obvious damages or issues. Functional testing, gravity infusion, pump infusion and pressure testing resulted in no leaks or any other issues. The root cause of the reported leak was not identified.